Manufacturer narrative:
The device was received having generated an 0x42 hazard alarm, indicating rotational sensor minimum pulses between safety sensor transition. Rotational sensor abnormalities were observed throughout the data. Contamination was observed on the commutator cap. As the pod was unable to be successfully rerun, it could not be determined whether the observed contamination contributed to the rotational sensor malfunction. The rotational sensor malfunction is confirmed to cause the 0x42 hazard alarm and reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod less than an hour. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.